Event description:
A ti sternal locking plate broke post-operative. Patient heard the plate break after rolling over in bed. Plate was removed in 2006.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.